Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when the patient was implanted who had a cyst and adjusted to 0.5, the patient's cyst was still the same volume and size after CT scan. The doctor performed shunt tapping in order to check if there was any obstruction in both proximal and distal ends, but all was okay. The doctor assured that the shunt was draining cerebrospinal fluid from the proximal end when implanted. The pressure was checked again by the stratavarius, and it showed 0.5.